Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient's condition was stable.